Event description:
A patient reported blood glucose results of "17.6 mmol/l, and 7.9 mmol/l" with a lifescan meter,performed within 10 minutes fo each other. The meter, test strips, and control solution are being replaced.